Event description:
It was reported that the 9800 system screen went blank in maximum mode during a case. The 9800 system had to be rebooted and the procedure was completed without further incident. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The high voltage cable was cleaned and regreased. The collimator, camera, and filament were calibrated during the service call. The system was tested and found to be working as intended, and put back into service.